Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for failed back surgery syndrome. It was reported that the implant had broken and patient had device was removed. No patient symptoms or complications were reported in this event.